Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. It was first reported that the pump was not working but later clarified that the pump was working but the healthcare provider (hcp) "turned the pump off" and injected dye. It was unknown if the dye and combination of medication was what led the patient to the emergency room. A magnetic resonance imaging (MRI) was being performed as a result. No further complications have been reported as a result of this event.